Event description:
During a shoulder repair procedure five anchors broke. Spoke with the sales representative for smith and nephew and it was confirmed that the surgeon broke two anchors during the rotator cuff repair. The first anchor broke after the surgeon drilled using our 2.7mm drill. A second anchor was tried after using our 3.0mm drill and this also broke. A portion of the anchors were left embedded in the patient's bone. A delay of less than thirty minutes took place. The repair was completed using a competitor's anchor. No patient injury or complications resulted.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure. M-4567.